Manufacturer narrative:
Customer discarded.

Event description:
The user facility reported, the device was leaking fluid from the battery pack during a procedure. No medical intervention, no delay and no adverse consequences.